Event description:
It was reported that removal difficulties occurred. A comet ii pressure guidewire was selected for coronary angiogram. During the procedure, there was difficulty in removing the device. The device was able to be removed normally, and after removal it was noticed that the tip was kinked at about 1cm. The procedure was completed with another of same device. There were no patient complications.